Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced safety failure. The following information was provided by the customer: verbatim: ¿when advancing the catheter, the push tub and finger glip were stuck by something like glue.¿ see pr for additional details. Complaint summary detail: this is MDR reportable. The incident could have potential to cause harm/serious injury, possible blood borne pathogen exposure. Event type: safety failure / malfunction.

Event description:
It was reported that the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced safety failure. The following information was provided by the customer: verbatim: ¿when advancing the catheter, the push tub and finger glip were stuck by something like glue.¿

Manufacturer narrative:
The following field has been updated due to corrected information: b.5. Describe event or problem: it was reported that the bd nexiva dual port 24ga 0.75in (0.7 mm x 19 mm) experienced safety failure. The following information was provided by the customer: verbatim: ¿when advancing the catheter, the push tub and finger glip were stuck by something like glue.¿ h.6. Investigation: during DHR review 5 non-related qn¿s were initiated during production and disposition, root cause and corrective actions were applied according to the quality control plan. All other set-up, in process and challenge samples were performed per specifications. Received a 24ga nexiva unit within an open package from lot 8243975. All components were present. Visual/microscopic evaluation: traces of cured adhesive was observed on the tip shield and on the grip. The cured adhesive had glued together the tip shield and the grip preventing successful disengagement. Pictures revealed similar findings the failure described in the incident report was caused when cured adhesive ¿bonded¿ the tip shield and the grip preventing the unit from disengagement. The cured adhesive was potentially generated by a gripper (saturated with glue) either on the pallets or the machine.